Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2016 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment at the threads. There was no evidence of moisture observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.